Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed testing. The sensor failed per specification with no signal readings detected. Checked lab transmitter for proper use and operation, and the transmitter passed per specification. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 47, blood glucose reading 133 mg/dl. It was also reported that the customer has a bent cannula. Troubleshooting occurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.